Event description:
It was reported that the patient underwent artificial joint replacement on (B)(6) 2014 and suture was used. The needle broke in the middle of the body when a surgeon gripped the needle with a needle-holder. The broken needle was retrieved and did not remain in the patient¿s tissue. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The used needle piece was examined for visual and there were marks on the body needle by use of the needle holder. The used needle/suture piece was examined for visual inspection attribute defects no defects were observed on the swage area, the needle had a normal swage. However, it was found that there were marks on the swage area caused by use of the needle holder. The sample condition suggests an improper handling of the needle/suture; since there were marks on the needle by use of the needle holder; this caused the needle breakage.